Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an unspecified malfunction occurred. On the day of the event, the patient lost consciousness and the patient´s neighbor called the ambulance. The patient could not remember if the sensor came off before or after she passed out. She was incoherent and does not remember what happened. The paramedics treated the patient with IV glucose. She was taken to the emergency room. At the hospital they took a bg reading which was 19 mg/dl, at this point she was no longer wearing the sensor because it came off. In the ER she was treated with IV glucose and food and was sent home around 1:30 am the same day. At the time of the report the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause was determined to be low counts aberration.